Event description:
Per information provided: (B)(6) 2014 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿a fairly large defect to the internal ring was identified. An extra-large perfix plug (device #1) was placed and secured with sutures.¿ (B)(6) 2014 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair. Per operative notes, ¿there was significant mesh within the cord structures. The mesh dissection was attempted and was unable to perform without bleeding. The hernia found medial to the floor which was reapproximated to poupart's ligament using sutures.¿ (B)(6) 2015 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of bard flat mesh (device #2). Per operative notes, ¿the hernia sac was entered. Small bowel contents were returned back to abdominal cavity. After dissection, the fascia was attached to cooper¿s ligament. After the repair, the mesh was attached over the repair floor and sutured.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence, mesh migration, other organ perforation and emotional injuries. It is also alleged that the patient planned a surgery to remove scar tissue and possibly mesh and additionally underwent surgery on (B)(6) 2021 due to recurrent right inguinal hernia.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 5 years 7 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence thereby underwent repair. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. This emdr represents the bard flat mesh (device #2). Additional supplemental emdr was submitted to represent the perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.